Manufacturer narrative:
Additional information: d9, g1, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the catheter, extension tubes, clamps and hub were received. The cannula was disengaged and not received. No visible cuts or holes were observed. Functionally, a microscope evaluation showed no cuts, holes or other abnormalities and a water bath test could not be performed to test for leakage because the cannula was not received. It was reported that there was a leak of unknown origin. The reported issue could not be confirmed. The most likely cause could not be established from the information available. A review of the device history records found potentially contributing factors from the manufacturing process. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, after the catheter was put in, it was found to ooze blood near the beginning of the y. Flushing was done prior to use and there was no problem. The catheter was replaced with a new one to resolve the issue. There was no intervention/treatment required as a result of the leakage. There was an unspecified amount of blood loss but no blood transfusion required. The catheter was not repaired. There was no luer adapter issue. There was no other products being utilized with the device. The patient themselves was not using any type of cleaning agent or antibiotic on the catheter. There was nothing unusual observed on the device prior to use. There was a packaging damaged. There were no patient symptoms or complications associated with the event. There was no patient injury.